Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-mar-2026, it was reported by a sales representative via (B)(4) that an ar-9625 3.0mm hex driver was broken. This was discovered during a procedure with no patient harm. Additional information was requested. Additional information provided 23-mar-2026: it was further reported this occurred during a reverse total shoulder arthroplasty procedure while implanting the peripheral screws into the baseplate. The sales representative present reported the hex driver snapped off and got stuck in the peripheral screw. The broken fragment was retrieved, and a 20-minute case delay was experienced. The case was completed successfully with another hex driver, and no additional anesthesia was administered. Additional information provided 02-apr-2026: it was further reported that the peripheral screw (ar-9563-44, lot: 15038747) was not replaced and was used to complete the procedure.